Event description:
It was reported that an impedance check was performed after connecting the lead 977c265 to the implantable neurostimulator 977119, revealing high impedance values of 40000 on electrodes 1, 2, 3, 4, and 15, resulting in five unusable contacts on the lead. Despite these findings, effective pain coverage was achieved using the remaining electrodes during programming in the post-anesthesia care unit. The device issue remained unresolved. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(6), ubd: 27-jun-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.